Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy testing by 7.05%. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found worn downstream occlusion (dso) sensor seal, worn upstream occlusion (uso) seal, and scratched lens. Service history review identified the device has not been serviced within the review period. Three accuracy tests were performed, and device was found to be within specifications. The cause of the reported accuracy issue was unknown. The pump tested normally. The expulsor was trimmed as a precaution, and the device passed all testing following.